Event description:
(B)(4). (B)(4) is associated with this case. It was reported via legal documentation that approximately 67 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. The plaintiff's left knee is reported as unrevised. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitants: (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 201-78-89 - 3"" drill bit, mod. Hex 2 pack. (B)(6) 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6) 201-78-81 - 3"" trocar, mod. Hex 2pk. (B)(6) 201-78-81 - 3"" trocar, mod. Hex 2pk. (B)(6) 02-020-11-0230 - truliant ps cem fem ps cem left sz 3. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. B3: corrected d4: corrected. H6: corrected investigation clinical codes.